Event description:
The duett was deployed following a diagnostic procedure via a 7 fr. Sheath in the right common femoral artery. Following the procedure, the patient developed a large hematoma. Treatment consisted of manual compression and was successful. The event was resolved without further complications.